Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was 137 mg/dl. No additional patient or event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.